Event description:
It was reported that the tip of the thoracic pedicle feeler was broken off during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the tip of the thoracic pedicle feeler was broken off during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation.